Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/y adapter pnk 20gax1.0in cap loose. It was reported by customer that pt with pink butterfly IV, called reporting "bleeding" rn went to assess pt, found that clear cap had fallen off of piv and blood leaking out of IV. Blue luer lock was placed instead of clear cap. Verbatim#: rcc received a complaint via email. Bd item # 383336 (saf-t-intima integrated catheter system with y adapter, pink, 20g x 1"). The event occurred on (B)(6)2024. Issue - leaking. Pt with pink butterfly IV, called reporting "bleeding" rn went to assess pt, found that clear cap had fallen off of piv and blood leaking out of IV. Blue luer lock was placed instead of clear cap. 1. The event occurred on (B)(6)2024. 2. I do not have a lot number, as the packaging was not saved. 3. The defective item was not saved and cannot be sent for further assessment. 4. There was no harm to patient or staff. 5. To my knowledge, this issue has only happened once.